Event description:
It was reported that during a da vinci si total proctocolectomy procedure, the surgical staff noticed that a cable in the small grasping retractor instrument broke. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation results confirmed the alleged issue of a broken cable. The pitch cable was found to be broken at the distal end of the instrument. The cable segment that contains the crimp was still installed in the clevis and was sticking out at the instrument's wrist. The clevis did not exhibit any damage or wear marks. Other cables at wrist were not damaged. Engineering evaluation also found deep scratches on the instrument's main tube. The distal end of the main tube had various scratches that exhibited light material removal and a rough surface finish. The scratches were approximately 2 long at distal end. Engineering evaluation concluded that the scratches were likely due to mishandling. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however the reported broken cable and main tube scratch issues if to recur could cause or contribute to an adverse event.